Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a clinician reported an alert for a shock impedance measurement of 109 ohms. A boston scientific technical services consultant reviewed device data and noted no alerts or out-of-range measurements. The impedances were within 85-110 ohms and a 41 joule shock had an impedance value of 87 ohms. All other measurements were stable. The shock impedance measurements would continue to be monitored, no change was made to the device. No adverse patient effects were reported.